Event description:
The account alleged that the nurse call alarm was not functioning. No patient impact.

Manufacturer narrative:
The account found the wrong communication cable was being used. The account installed the correct communication cable to resolve the issue.